Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As a result of the information provided and the investigation, it is believe that this event occurred due to unintentional user error. The composite video cable from the ultrasonic wave was not properly terminated to the video out terminal of the main monitor. The monitor uses a third-party product and there was no abnormality in the device and the termination setting of the connected monitor was set. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus personnel recommended contact to terminate the composite video cable from the ultrasound to the video in terminal on the third party monitor and correct the monitors input setting to composite/video. Ultrasound image appeared as desired on third party monitor. Issue resolved. If additional information becomes available prior to the investigation completion, a supplemental report will be filed.

Event description:
As reported, the evis exera iii video system center did not display an image. There was no patient harm or consequence reported as a result of this event.